Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 428 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.